Event description:
"Patient was diagnosed with keratoconjunctivitis sicca, had oasis plugs inserted, which were lost. Patient returned was fit with larger oasis plugs, also lost. Patient returned for punctal occlusion with smartplugs in 04. This was followed within two months of complaints of excessive overtearing in right eye only. Patient was treted with trobadex for blepharitis, to no avail. After several months of discomfort patient wanted smartplug removed in the right eye because of excessive tearing. Attempts were made at flushing the plug through the lacrimal duct, without success, using room temperature and chilled saline. Patient was referred to ocular plastic surgeon for removal of plug, the surgeon was unable to flush the plug and scheduled patient for surgical removal. After contacting medennium, there was a last ditch effort to remove the plug without surgical methods.